Event description:
A customer reported a false high troponin I result of 0 455mg/ml on a pt sample. Repeat testing of the sample generated negative results of 0 035, 0004 and 0.017 ng/ml. Elevated results of this magnitude could initiate cardiac catheterization. There was no report of pt harm as a result of this event.